Event description:
It was reported that the patient presented for an implant procedure. Following the insertion of the pacemaker, an alert reporting an atypical condition was noted three times. The device was successfully implanted. Patient was in stable condition.